Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted this time. A call was placed to technical services on (B)(6) 2017 stating that this lead has atrial undersensing.lt was also reported that there was unipolar and bipoalr pwave .2mv, senstivity .15mv. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).